Event description:
Report received of air in the tubing distal to the in-line filter. It was reported that the homecare patient was receiving a 3 in 1 tpn, 2500ml over14 hours, with a one hour taper up and two hour taper down, via a hickman line. The patient primed the set via the pump. An unspecified time after the infusion was initiated, it was noted that there was approximately 10 inches of "empty space" distal to the in-line filter. The patient attempted to reprime the tubing set via the pump, but could not clear the air from the line. The patient obtained a replacement set and resumed therapy using the replacement set. There were no reported adverse patient effects. Though requested, no additional information was provided.